Manufacturer narrative:
The complaint sample was not returned for evaluation and the lot number is unknown. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn. To note: consumer used rewetting drops in conjunction with cleaner. Consumer did not use cleaner as directed. Consumer inadvertently placed contact lens cleaner directly in eye; user error.

Event description:
Consumer¿s mother reported that daughter used rewetting drops in conjunction with cleaner. Consumer¿s mother reported that daughter inadvertently used cleaner directly in her eye and experienced slight left eye inflammation. Consumer¿s mother reports daughter had history of eye inflammation prior to product use. Consumer¿s mother reports that daughter¿s previous eye inflammation was due to improper use of an unspecified rigid gas permeable (rgp) contact lens. Specific to this event, daughter¿s treating doctor advised her to discontinue lens wear for three days. After three days had passed, consumer used cleaner and rewetting drops together with her unspecified rgp contact lens. No discomfort experienced at that time. Approximately three weeks later, consumer added one drop of cleaner directly into her left eye by mistake. Consumer also dropped two drops of rewetting drops into the left eye at the same time. Consumer experienced eye pain. Consumer¿s mother treated consumer¿s eye with tobramycin and water. Consumer then visited a local hospital where she was diagnosed with unspecified slight left eye inflammation. Left eye cleaned via unspecified method at the hospital. Consumer¿s mother reports that doctor prescribed deproteinized calf blood extractive eye gel to be used by the consumer twice daily for the left eye. Consumer discontinued use of cleaner and rewetting drops and is recovered. Medical documentation was not provided.